Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette of an access set was filled with ¿an unknown white liquid.¿ this was noted during set-up. There was no patient involvement. No additional information is available.